Manufacturer narrative:
MFR site evaluation: waiting for product return.

Event description:
Country of complaint: (B)(6). Not possible to interconnect fw453r with fw435r. Implant had to be removed 3 times. No harm to pt or staff, however, surgery had a delay more than 15 min.